Event description:
It was reported by service report that the scale is inaccurate; the head end left load cell and the head end right load cell failed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.